Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that over the past year the patient has had about five episodes of non-sustained tachycardia where the electrogram shows short cycles which happen only during times the patient states they are exercising. The source of the noise was questioned. It was noted that the device was implanted subpectoral and has moved medially and the leads come out above the clavicular head of the pectoralis muscle and then dip subpectoral. The noise could not be reproduced. The device is still in use. No patient complications have been reported as a result of this event.